Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported that the patient developed a skin irritation at the pod insertion site (leg) while wearing the device for approximately 49 to 71 hours. The patient experienced severe pain, and the site reportedly showed bleeding and a growing lump. On (B)(6) 2026, the patient's general practitioner was contacted and was provided with photographs of the affected area. The patient was advised to clean the site with antiseptic alcohol wipes and was prescribed antibiotics to be taken three times daily for one week. A follow-up appointment was later conducted, during which the general practitioner examined the site and confirmed that the condition had improved. The specific date of when the follow-up appointment occurred was not provided as the patient's legal guardian could not recall this detail. The pod involved in the event was reportedly discarded. A new pod was reportedly applied successfully.